Manufacturer narrative:
During returned device evaluation, a reportable malfunction was discovered. Complaint confirmed, the tip of both devices were found to be twisted. The tip of one device was also broken and missing approximately 1mm. It is stated in the complaint that torque indicating device was not used. It is recommended to use a torque indicating device to prevent over-torquing and damaging the device. A likely cause of the event is over-torquing the driver.

Event description:
On (B)(6)2021 it was reported by a sales representative via sems that two ar-9545-t15-03 driver shafts and one ar-9545-t15-02 have tips that are twisted and bent. In addition, the plastic tips of the ar-9165-cdg are broken. There were no fragments broken off or any patient affect. All items were replaced and the case was completed successfully. During returned device evaluation, a reportable malfunction was discovered.